Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2019 a blood glucose of 850mg/dl, with confusion, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated in the hospital with antibiotics, and intravenous fluids. During troubleshooting with customer technical support, it was revealed the pump was allegedly not ¿delivering insulin correctly¿. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission 13 -jun-2019 device evaluation: the device has been returned and evaluated by product analysis on 11 -jun-2019 with the following findings: during investigation, the daily insulin delivery totals correctly reflect user's programmed basal rates. The pump history shows pump was delivering programmed basal rate until deliveries were halted by user at 11:47am on 4/2/19. The pump passed delivery accuracy test and found to be delivering within required specifications. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.